Event description:
Discordant results were obtained on patient samples on an immulite 2000 xpi instrument. The results were obtained while quality controls (qc) were out of range. The discordant results were not reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they observed air in the tubing from a water bottle and the dual resolution dilutor (drd). The customer also stated that they observed clot detection errors and quality controls were out of range. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse tightened the fittings, replaced the water bottle elbow fitting and the filter, and primed the drd. The cause of discordant patient results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.